Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that there was a leak in the instrument channel. The distal end had a missing forceps cover and minor scratches with a small chip on the probe tip. The bending section glue was cracked. The objective lens had a small chip and the light guide lens glue was peeling. It was also noted that leak in the forceps passage and the ultrasounds image had 1 broken element. The camera switch had a cut and the light guide had a minor buckle and scratches. The control knob had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that the evis exera ii ultrasound gastrovideoscope did not have ultrasound image showing. The site noted missing image/signals. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely, due to wear and tear. The event can be prevented, by following the instructions for use (IFU), which state: inspection of the endoscope: 3. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.